Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) detected noise on the rate/sense and shock channels of a non-boston scientific defibrillation lead. This noise led to >2 beats of pacing inhibition in this device-dependant patient. Impedance measurements were normal. To date, there have been no reported patient symptoms associated with this clinical observation.

Manufacturer narrative:
A boston scientific crm technical services (ts) consultant discussed possible causes and recommended that an xray be performed to verify possible lead fractures. As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. The device was explanted approximately four and a half years later for reported normal battery depletion and then returned for standard analysis testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.